Event description:
Unomedical reference number (B)(4). Event occurred in the italy. It was reported that patient faced infusion set cannula bent event. The event occurred on first day of use. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.